Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, non-sustained right ventricular oversensing due to myopotential oversensing was noted on the implantable cardioverter defibrillator. No intervention was reported. The patient¿s condition was stable and would continue to be monitored.

Event description:
New information received notes that programming modifications were performed on the device.